Manufacturer narrative:
New information added to the following fields: d8, h4. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, according to the device inspection result, the insertion section of the device was dented. Based on this finding, olympus presumed that charged coupled device cable was damaged by the pressure from the dent which resulted in the event. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): operation manual_ important information ¿ please read before use warning: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that bronchovideoscope exhibited an image problem (camera off when flex on). It is unknown when the issue occurred. There were no reports of patient harm.